Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, intermittent undersensing of ventricle and several pauses were observed. Patient will be scheduled for in-clinic visit for further evaluation. Patient had no symptoms at the time of event.